Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that, "the pt states that his knee is painful and swollen; his knee is unstable and feels a crunching/clicking with almost all movement. He cannot get up from a seated position without assistance. A second opinion doctor stated that he believes the implants are loose."